Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Additionally it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. The customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 220mg/dl.